Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Persistent small bowel obstruction. What was the exact colon procedure performed? Small bowel resection with anastomosis. Was the tx stapler used in conjunction with a linear cutter? Yes. How was the tx stapler used in the surgical procedure? To close the aperture . Were there any difficulties with the tx stapler intra-operatively? No ¿ just unfamiliar with it. Was a leak test performed in the initial procedure? If so, what was the result? N/a. How was the leak identified? Postoperatively. Was the leak confirmed at the tx60b staple line? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak addressed? Re-operated. Do you believe the leak was related to difficulties with the tx device or were there other contributing factors to include patient tissue health? Please explain. Unclear ¿ at minimum some patient factors were involved. What is the current patient status? Prolonged ICU stay, currently in rehab.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the exact colon procedure performed? Was the tx stapler used in conjunction with a linear cutter? How was the tx stapler used in the surgical procedure? Were there any difficulties with the tx stapler intra-operatively? Was a leak test performed in the initial procedure? If so, what was the result? Can you please clarify what was meant by, ¿valve bowel leak?¿ how was the leak identified? Was the leak confirmed at the tx60b staple line? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed? Does surgeon believe the leak was related to difficulties with the tx device or were there other contributing factors to include patient tissue health? Please explain. What is the current patient status?

Event description:
It was reported that the doctor performed a colon procedure on the patient on (B)(6) 2018 with a tx60b. Three days post op, the patient returned with a valve bowel leak from the staple line. The patient was admitted for surgery to resolve the issue. The patient has been discharged and is doing fine.